Event description:
A customer complaint was received through (product distributor) that their acl 100 had defaulted to an isi of 1.00 after a service call in 2001; however, the correct isi from the lot-specific package insert was 2.025. The customer ran new calibration at the time of the service call, but did not know that isi values were lot specific and left the default isi at 1.00. The customer was using a prothrombin time (pt) reagent, il test pt-fibrinogen, lot n0116662, labeled with an isi value of 2.025. The error was caught by physicians at the site who questioned lower inr values reported on patients. A new calibration was run in 09/01 using the correct 2.025 isi value from the insert. The lab manager reviewed all the prothrombin time records reported out since 07/2001 using the erroneous isi valve: 369 pt results were reported, of which 28 pt results from 17 different patients were elevated. In the worst case, the original inr reported was 2.6, the corrected inr using the 2.025 isi value was 6.9. Most inr results reported were between 1.9-2.1, corrected inr results were 3.5-4.5. To date, there has been no indication from the site that there were patient complications related to this incident.